Manufacturer narrative:
Age at time of event: 60's. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used in the left iliac vein. Direction for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. Following implantation of a wallstent, a 16-6/5.8/75mm xxl¿ esophageal balloon catheter was advanced for post dilation. However, on the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 16-6/5.8/75mm xxl balloon catheter. No patient complications were reported and the patient's status was fine.